Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient visited the hospital after observing cloudy pd effluent while at home. It was not reported if the patient was admitted to the hospital for the event. On an unreported date, the patient started unspecified treatment for peritonitis. It was not reported whether the patient recovered from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be...